Manufacturer narrative:
The bag/vent switch was ordered for replacement. No report of patient involvement.

Event description:
The ge healthcare service representative reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.